Manufacturer narrative:
The remaining suture from the procedure was not saved for evaluation by the manufacturer. Conclusion of the case was not provided by the reporter. At this time, we are unaware of how the case was finished and the condition of the patient. If additional information becomes available, teleflex medical will provide a follow up report. A lot number was not provided for the report therefore, a DHR evaluation cannot be performed.

Event description:
It was reported to teleflex medical that during a procedure using a capio suture the bullet portion did not get a very good "bite" and upon removal, the suture broke and the bullet got stuck in the tissue. The bullet could not be retrieved from the patient.